Event description:
It was reported that patient presented to hospital after receiving a vibratory notification from the device. Device interrogation revealed several episodes of rv lead noise, loss of capture, and decreased sensing. The patient reported falling down a few hours earlier. An x-ray was performed, which revealed lead dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced. The lead was discarded in the field. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).